Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the menu button was not working on insulin pump. The customer¿s blood glucose level was unknown. The customer was advised that it was pushing in as normal and all other insulin pump buttons were working. It was stated that upon beginning troubleshooting the customer stated he was in the middle of reservoir and tubing process. The customer was advised to finish this process and try the button again. Button worked as expected. The customer was advised that this button will not take him to the main menu whilst in this process. The insulin pump will not be returned for analysis.